Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic record and was unable to verify the reported event. Physio replaced the battery pins as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that during a cardiac arrest event, when trying to print the code-summary report the device powered itself off momentarily. After moving the patient to the ambulance, the crew was unable to see the patients rhythm on paddles lead. They were able to obtain a back-up device and continue care for the patient. No further information about the patient or the event was made available. Physio contacted the information for additional information, however no response has been received.